Manufacturer narrative:
Pump serial numbers: (B)(4). The t:slim user guide states: "your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off."

Event description:
Quarterly summary report for alleged auto-off alarms: it was reported that an auto-off alarm occurred. Tandem technical support educated the user regarding the auto-off safety feature per labeling. The issue was resolved by the user adjusting the auto-off safety feature, or turning the auto-off safety feature to 'off'. There was no adverse impact.